Event description:
The field service engineer (fse) reported a no power condition. No patient involvement reported.

Manufacturer narrative:
Additional information received on 03/03/2017. The failure of c56 prevented the power supply from operating on ac power.